Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced infusion set tubing kinked issue on (B)(6) 2025. The patient stated that the tube was kinked overnight, caused the pump to stop, and the alarm was likely missing. No further information available.